Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of inappropriate mode switch due to noise were noted on the atrial lead. All electrical parameters are stable so the physician elected not to perform intervention. The patient was stable with no consequences.